Manufacturer narrative:
The test strips were provided for investigation where they were tested using a retention meter and retention controls. (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4) compared to laboratory results using an unknown method. The meter result was 3.0 inr. The laboratory result was 1.8 inr. The results were taken within 2 hours of each other. The patient's therapeutic range was requested but not provided.